Manufacturer narrative:
Follow-up # 1 date of submission 03/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/02/2015 with the following findings: during investigation, the pump was powered on and the display was found to be dim and discolored. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and the top of the battery cap was worn. A test battery cap was able to tighten securely to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated that the display screen was not able to be safely read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.